Event description:
Patient reported that she received a shock from the unit.

Manufacturer narrative:
Investigation: the patient states that she got a shock from the a/c adapter outlet. DHR review revealed that the unit was manufactured by zynex on (B)(4) 2012, with no issues. Unit passed zynex final testing with no issues. Mode ifc, combo; timer: 90 min., data: 3056 mins.; 102 times. Unit tested by joe moore, manufacturing technician, on (B)(6) 2012. He tested the unit as received from the patient. He found that the unit passed all tests, no problem could be found with the unit. The electrodes were not returned with the unit. Conclusion: we could not confirm the problem described by the patient. Corrective action: none required.